Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported allegation of "premature end of life" was not verified, the battery had depleted as expected. The reported allegation of ¿spontaneous change in generator programmed settings¿ was not duplicated. During the entire analysis process of the pulse generator, through the pa lab, the programmed settings maintained as programmed. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
The generator was received, but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the device reached an unexpected low battery status. It was also noted that the on time was found to be at 60 seconds unexpectedly. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.